Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the pumps bolus history shows the multiple boluses were manually programmed and fully delivered on event date (B)(6) 2016. Executed a 1.0 u/hr basal program for 24 hrs, no eaw¿s were recorded during this time. Manually performed a normal 10 u bolus and a 10 u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the bolus history is not recording all the boluses and skipping some days. Cts went through all of the history, no time and date reset issue. Time and date in the pump was correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.